Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v814697, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient was calling because ¿it was not working.¿ a power on reset (por) condition was noted. The patient was unable to adjust stimulation. It was stated the patient had been getting the por on the programmer for about a month. The patient had been ¿in and out¿ of the hospital which is why they had not called prior. The hospitalization was not related to the device or therapy. Additional information has been requested, a follow up report will be sent if additional information is received.